Event description:
It was reported to covidien on 07/30/2009 that a customer had an issue with a safety syringe. The customer reports that post-injection, when the clinician attempted to activate the safety shield, the shield broke off, resulting in a dirty needle stick.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.